Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: thrombosis related to the filter, had a failed retrieval of the filter despite multiple attempts, had acute caval thrombosis requiring hemodynamically resuscitation and stenting. The filter remains embedded in the ivc. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Per the implant records, the patient was reported to have a history of lupus and multiple episodes of deep venous thrombosis (dvt), on chronic anticoagulation; developing resistance to warfarin, and was started on lovenox. The filter was indicated as the patient developed a pulmonary embolus (pe) while on the latter medication and was considered to have failed anticoagulation. The right groin was prepped and draped in the usual sterile fashion. Using manual and fluoroscopic guidance, the right common femoral vein was punctured at the level of the femoral head and neck junction with a single wall seldinger needle without complication. A guidewire was advanced into the inferior vena cava along with a vascular sheath. A venogram was performed to determine the level and caliber of the inferior vena cava. The diameter of the cava confirmed to be less than 3.0cm. The tip of the right tip sheath was positioned just caudal to the lower of the two renal veins; and with the sheath in this position, the trapease filter was deployed at the l3 level. The filter deployed and expanded well, and a final completion venogram confirmed the filter is in good position, below the level of the renal veins. The patient tolerated the procedure well; no complications arose. Approximately ten years and seven months after the filter was implanted, the patient underwent a computerized tomography (CT) scan indicated for an unspecified injury of the inferior vena cava and a fall injury to the left ribs. The CT scan reported a trapease filter in place oriented along the axis of the inferior vena cava with its tip just below the level of the renal vein. No perforation was identified. The struts do expand the wall of the inferior vena cava. A prominent lumbar osteophyte along the right anteroinferior margin of l3 was identified, lying adjacent to the posterior strut. Left sided l1-2 and l2-3 fusion hardware was noted with a mild atherosclerotic plaque within the abdominal aorta. Bibasilar atelectasis was also reported. Approximately two months later, the patient underwent an attempted inferior vena cava filter retrieval, which failed, as it the filter was markedly embedded with partial thrombosis of the cava. On veno cavogram, a partial thrombosis of the filter and ivc stenosis was noted. A complex retrieval attempt was made, both ante-grade and retro-grade. After these attempts, acute thrombosis of the ivc was noted with hemodynamic decompensation. Fluids and medications were used to stabilize the patient¿s vital signs, and aspiration thrombectomy was performed using the penumbra device. A stent was deployed across the ivc filter to address the acute thrombosis; the stent was noted to be deployed below the level of the renal veins and post deployment imaging notes the filter is crushed and pushed to the right side of the ivc by the new stent, and patency of the ivc. According to the information received in the patient profile form (ppf), the patient reports filter embedded in wall of the ivc, blood clots, clotting and or occlusion of the ivc, and an unsuccessful percutaneous removal procedure attempted approximately ten years and then months after the filter was implanted. The patient further asserts to have suffered from depression, mood swings, insomnia, lower abdominal pain, right leg pain and swelling; being unable to stand for long periods of time or exercise and erectile disfunction post implant. The attempted removal surgery was unsuccessful and extremely painful. The patient also reports being treated for depression with cymbalta and taking oxycodone for pain.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the implant records, the indication was pe (pulmonary embolism) while on chronic anticoagulation. History includes lupus, dvt, and coumadin intolerance. A veno cavogram assessed the caliber and patency of the ivc. The filter was deployed at the l3 level in an infrarenal position. The no complications were reported. The filter subsequently malfunctioned including, but not limited to thrombosis, failed retrieval, and acute caval thrombosis requiring resuscitation and stenting. Approximately ten years and seven months after implant, a CT scan revealed the trapease in place oriented along the axis of the ivc with its tip just below the level of the renal vein. The struts do expand the wall of the inferior vena cava. A prominent lumbar osteophyte along the right anteroinferior margin of l3 was identified, lying adjacent to the posterior strut. Left sided l1-2 and l2-3 fusion hardware was noted with a mild atherosclerotic plaque within the abdominal aorta. Bibasilar atelectasis was also reported. Approximately two months later, a complex retrieval was unsuccessful secondary to embedment in the ivc; however, during the procedure, a partial thrombosis of the filter with hemodynamic decompensation and ivc stenosis were noted. Fluids and medications were used to resuscitate the vital signs, and aspiration thrombectomy was performed with a penumbra device. A stent was then deployed across the ivc filter to address the acute thrombosis; the stent was noted to be deployed below the level of the renal veins and post deployment imaging notes the filter is crushed and pushed to the right side of the ivc by the new stent, and patency of the ivc is confirmed. Per the patient profile form (ppf), the patient reports filter embedded in the ivc, blood clots, clotting and or occlusion of the ivc, and an unsuccessful percutaneous removal procedure attempted approximately ten years and then months after the filter was implanted. The patient further asserts to have suffered from pain, swelling of the legs and depression. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Stenosis of the ivc is associated with all ivc filter products and does not represent a device malfunction. A protective inferior vena cava (ivc) filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Permanent ivc filters have been reported to obstruct in up to 20% of patients. Swelling of the legs, depression and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages including, but not limited to thrombosis related to the filter, had a failed retrieval of the filter despite multiple attempts, had acute caval thrombosis requiring hemodynamically resuscitation and stenting. The filter remains embedded in the ivc. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature resulting in vascular intervention do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: thrombosis related to the filter, had a failed retrieval of the filter despite multiple attempts, had acute caval thrombosis requiring hemodynamically resuscitation and stenting. The filter remains embedded in the ivc. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.